Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an arterial placement could not be verified with the evidence provided for investigation. One photo of an ECG readout was provided for investigation. The image showed both the external and intravascular waveforms. It could not be confirmed from the image that the PICC was placed in the artery. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. If the artery is entered during venipuncture, the needle should be withdrawn and manual pressure should be applied. The PICC placement IFU with sherlock 3cg stylet provides the following instructions. ¿the sherlock 3cg* tps stylet, sherlock 3cg* tcs system, and the site~rite* ultrasound system, include a comprehensive, integrated set of PICC placement tools such as vein location, lumen size visualization, needle guided vein access, catheter tip orientation, catheter tip depth, catheter tip placement using ECG, and ECG placement documentation.¿ ¿select a vein based on patient assessment and pre-scan. Recommended veins are basilic, cephalic, and brachial veins.¿ ¿access vein perform ultrasound and locate vessel. Follow ultrasound system instructions for use. Perform microintroduction. Follow catheter instructions for use regarding microintroduction technique. Secure guidewire.¿

Event description:
It was reported that the facility had an ECG verified PICC that turned out to be arterial. It was stated the PICC was placed by seasoned PICC nurse who is very meticulous. Rn recently requested a 4 eye assessment of every vein and ECG wave form before releasing for use.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the facility had an ECG verified PICC that turned out to be arterial. It was stated the PICC was placed by seasoned PICC nurse who is very meticulous. Rn recently requested a 4 eye assessment of every vein and ECG wave form before releasing for use.